Manufacturer narrative:
The insulin pump had button error alarms and no button response due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked battery tube thrads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.